Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient.subsequent testing produced results within the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in plastic bd lithium heparin plasma tubes with a gel separator. The specimen was normal in appearance.qc was within the customer's established ranges prior to and on the day of the event.a system check performed on 03/15/10 passed within instrument specifications.a field service engineer (fse) was dispatched: a) the fse inspected numerous hardware components; no issues were noted. B) the fse conducted a diagnostic testing with good results. A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.